Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated alert 38 motor stall alarms despite multiple restarts, and a replacement device was issued; the user was on a dexcom g7 sensor and transitioned to multiple daily injections while awaiting the replacement. Symptoms included hyperglycemia with a reported maximum blood glucose of 398 mg/dl and no additional clinical effects. Outcomes included no medical intervention, no hospitalization, and continued back-up therapy via injections. Investigation included product replacement logistics and collection of device information for assessment. Investigation of this device revealed a consecutive motor stall condition consistent with a pump motor malfunction associated with the insulin delivery mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure related to the motor stall.